Manufacturer narrative:
(B)(6). Additional patient information has been requested.

Event description:
The customer reported that the ventilator was heats up. The ventilator was in use on a patient at the time of the event occurred. There was no report of death or serious injury as a result of the event.

Manufacturer narrative:
It was reported that the ventilator continued to operate at the time of the event occurred however, the patient was transferred to an alternate ventilator as a result of the event. The blower was returned for failure investigation. The blower was attached to a failure investigation (fi) test ventilator. The ventilator passed all test and operated within the manufacturing specifications. There was no product deficiency found.